Event description:
The pump was returned for investigation. Investigation revealed a torn keypad around the ok keypad button exposing the key contacts. The keypad button cover was removed and contamination was found under the key contacts. The battery compartment was also found to be cracked. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a torn keypad around the ok keypad button exposing the key contacts. The keypad buttons responded to button presses as expected. The keypad button cover was removed and contamination was found under the key contacts. The battery compartment was also found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.